Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented to the hospital with coca-cola colored urine. Lactate dehydrogenase was drawn to check for hemolysis and was in the 900 range; with a baseline within the 200's. They were unable to get the ldh to decrease and the pt started complaining of diplopia. The lvad pump was exchanged with another lvad pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.